Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/20/2013 with the following findings:a review of the pump history showed sudden drops in voltage followed by sudden increases in voltage several minutes later. A battery cap was not returned with the pump. Investigation was completed using a test battery cap. During testing, the pump powered on and rebooted several times without completely booting. Evaluation revealed that the battery compartment was corroded. The battery was removed and some of the battery connection corrosion was removed. The battery was reinserted and the pump was then able to power on correctly. A leak test revealed a battery compartment crack at the threads. During testing, the display was found to be dim and discolored. Additionally, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and moisture/corrosion was found on the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment as well as corrosion. Additionally, investigation revealed a dim and discolored display. Further investigation revealed an unresponsive audio bolus button and corrosion on the button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.